Event description:
A customer reported experiencing a cartridge alarm 30, which occurred during the load process. Due to this issue, the customer's blood glucose displayed as "high," but there was no specific value noted. The customer managed their condition with a correction injection via multiple daily injections (mdi). There was no adverse impact to the customer's blood glucose level. Tandem technical support (cts) resolved the situation by arranging for a replacement pump, which will include updated software. They provided instructions for returning the faulty pump and for setting up and using the new pump. The customer understood and acknowledged all provided instructions and the expected actions.